Event description:
The initial report stated that 11 patients were infected following use of the device, which tested positive for pseudomonas aeruginosa. Follow-up information received from the facility clarified that only 9 patients were treated with the device. Furthermore, none of the 9 patients developed infection, symptoms, or required intervention.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information received from the customer. Updated information: b5, h6. Corrected information: b3 - date of event. In addition, the following fields are corrected: b1 is updated to reflect product problem only. This clarifies that the event pertains to microbiological contamination of the device without resulting to patient injury or infection. B2 is updated to blank. Since no patient harm, infection, or clinical adverse event occurred, this section has been cleared to accurately reflect the absence of an adverse event. H1 corrected to malfunction only. This change reflects that the reportable element is limited to a confirmed device malfunction, with no associated patient injury or infection. The initial report stated that 11 reports/patient identifiers were related to this event. However, after follow-up with the customer, it was confirmed that only 9 patients were involved. Therefore, this is to clarify that no reports were submitted for patient identifiers (B)(6). The following patient identifier corresponds to the remaining valid 8 patients: (B)(6). Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to failure to follow instructions. However, after the hmi test results, olympus was not able to confirm the customer request. Based on the provided data, the case can be only partially assessed. No correlation has been observed between the actual product/ device status and the cause of contamination and infection. In general, device damage (e.g., scratches, cracks, creases, kinks) could be a source of microorganisms, particularly when combined with poor reprocessing. Without the cds information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. Given that the customer identified pseudomonas aeruginosa, ipc recommends checking the water quality on site and the endoscope drying process. After reprocessing by (B)(4), the hmi results could not confirm customer findings and were negative. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During use of the subject device, microbiological testing identified contamination with pseudomonas aeruginosa. The facility reported that 11 patients developed infections, which they associated with the use of the contaminated device. This report pertains to patient #1. No patient-specific clinical information has been provided to date regarding symptoms, medical interventions, or outcomes. Due to the confirmed device contamination and reported cluster of infections, a causal relationship cannot be ruled out.